Event description:
Noise was recorded on both the rv channel and far-field resulting in multiple inappropriate detections and therapy. Noise was re-created with provacative movement and coughing during in-clinic follow up. Out-of-range rv pacing impedances were also recorded at follow up. The lead is scheduled to be revised today. (B)(4) 2013 - all available information suggests this lead remains actively implanted. If additional information is obtained, this device will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.